Event description:
According to the reporter, during a laparoscopic hernia procedure, while inserting the mesh, the unit's valve seal disengaged. The rubber converter of the trocar also fell inside the patient's cavity when the surgeon pushed the mesh. They pulled it out and replaced the trocar to complete the case. There was no patient injury.